Event description:
It was reported that the patients leads migrated down and underwent a replacement procedure. The patient was doing well postoperatively, and explanted percutaneous leads were discarded by medical facility.

Manufacturer narrative:
Date of event: exact date unknown, event occurred in (B)(6) 2021. Additional suspect medical device component involved in the event: product family: scs- linear leads, upn: m365sc2408560, model: sc-2408-56, serial: (B)(4), batch: (B)(4).